Manufacturer narrative:
E1: initial reporter facility name, address, city: (B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. H10: the actual sample was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the leak was observed from the effluent pump segment. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the ¿waste liquid tube¿ on a oxiris set set during hemodialysis therapy. Water droplets were observed around the waste liquid pump and tubing. Upon further inspection, droplets were found originating from the waste liquid tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.